Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10, h11. Corrected section- b5 summary, h-3 corrected to "device discarded". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period. Device discarded: (4115/3221) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), after the dissection process was completed, the harvester started to insert the hemopro 2 device into the leg. However, a very small white plastic "shaving" was noticed at the very beginning of the tunnel. The shaving seemed to fall out of the channel for the camera lens or the bisector. The harvester removed this piece of plastic and discarded it. The remainder of the case was finished with the same device with no further issues. The device will not be returned for evaluation. No adverse complications occurred due to this defect.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), after the dissection process was completed, the harvester started to insert the hemopro 2 device into the leg. However,a very small white plastic "shaving" was noticed at the very beginning of the tunnel. The shaving seemed to fall out of the channel for the camera lens or the bisector. The harvester removed this piece of plastic and discarded it. The remainder of the case was finished with the same device with no further issues. No adverse complications occurred due to this defect.